Manufacturer narrative:
Continued e1 -- alternate phone number: (B)(6). Continued e1 -- alternate email addresses: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for the right side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Healthcare professional later reported "implant found to be intact with no rupture". The device was explanted.